Manufacturer narrative:
(B)(6). The system was evaluated by a field service engineer. The field service found no issues with the unit, however, found the foot pedal not working properly. A loaner foot pedal was provided. A field service checklist was performed. All modes of operation and calibrations were verified. The unit complied with all factory settings. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the foot pedal failed and the procedure was not completed. The surgery center could not proceed with the completion of the cataract procedure. The procedure was completed the following day. No patient injury reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In initial report, the manufacturer year provided was inadvertently reported as 5/26/2011, however the correct date is january 2011. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.